Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) had been replaced about a year prior to the date of this report. The manufacturer representative stated that according to the patient, they went in for a lead revision and they replaced everything. It was noted that the reason for the revision was because the patient had a couple of falls and they put a paddle lead in instead of a percutaneous lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID :3778-60, serial# (B)(4), implanted: (B)(6) 2010,explanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a patient reported that they had a revision on their first system because their "leads blew out." The patient stated that they had been "cut up a few times for this stimulator." The patient mentioned that they had four blown discs down below and two in their thoracic, and was surprised they were able to be fixed after the patient "fell and busted everything." The patient stated that they had been running that battery "hard and heavy," but it helped them. It was noted that the leads were reprogrammed by a manufacturer representative and were doing pretty good before they blew out. It was unknown when the issue occurred. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.